Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (salmonella enteritidis) from a stool sample was misidentified as escherichia coli. Confirmatory testing was performed. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (salmonella enteritidis) from a stool sample was misidentified as escherichia coli. Confirmatory testing was performed. No health impact or consequence reported.

Manufacturer narrative:
Additional information was provided by the customer indicating that the affected material is not sold within the us and bd does not sell a similar product within the us and/or it is not a registered medical device in the us. This complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. The previous MFR report #1119779-2024-01065 should be considered cancelled.